Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis (dka). It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to dka. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been admitted to the intensive care unit and hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 1000 mg/dl while wearing the pod between 24 and 36 hours; the pod had come loose and cannula dislodged prior to hospitalization. Symptoms reported include hyperglycemia and vomiting. The patient was treated with fluids and an insulin drip. The patient was released after spending 3 days in the hospital.